Event description:
It was reported that during an evaluation of a returned homechoice (hc) machine, there was one increased intra-peritoneal volume (iipv) event identified which occurred in the therapy initiated on (B)(6) 2013 at 22:05:53. The home patient?s (hp) ultrafiltration reading of 1380ml during the night drain cycle four indicated that the hp drained 1380ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause of the reported issue was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. If additional relevant information becomes available, a follow up medwatch will be submitted.